Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient followed up in clinic. Upon interrogation, it was noted the right atrial lead exhibited high pacing threshold. A chest computed tomography scan confirmed the lead was dislodged. The lead was explanted and replaced on (B)(6) 2019. The patient was in good condition.